Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer saw fewer drops of insulin exiting the infusion set tubing than expected during the load sequence. Additionally, it was reported that the pump delivered less insulin than requested for a bolus. Customers blood glucose level was greater than 400 mg/dl. The customer reverted to an alternate method of insulin therapy.